Event description:
Patient reported infusion set tubing separating at the luer lock connection. He indicated that he had experienced this issue many times in the past. Pt stated that the most recent occurrence was two weeks prior. He reported feeling dizzy and nauseous, causing him to test his blood glucose level. His blood glucose level was 290 mg/dl. Patient changed the infusion set tubing and administered a bolus to address the issue. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product will not be returned for evaluation due to not saving the product. Company representative advised patient that if this issue occurs in the future, to return the product for evaluation.